Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a complaint regarding this device. Later healthcare professional reported through ministry of health "rupture of prosthesis". This record is for right side. Device has been explanted and it is unknown if it was replaced.

Event description:
Healthcare professional reported a complaint regarding this device . Later healthcare professional reported "rupture of prosthesis". This record is for right side. Device has been explanted and it is unknown if it was replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d6a.